Event description:
It was reported that during the superion implant procedure the device broke into three pieces. It was stated that there was thick bone causing resistance and very close spinous process at l2-3, lumbar. The procedure was completed with a new device. The broken device will not be returned for analysis as it was disposed of by the facility.